Event description:
It was reported in a remote follow up via merlin.net transmission that the patient's right ventricular (rv) lead exhibited episodes of high ventricular rate due to noise oversensing. The physician capped and replaced the rv lead successfully on (B)(6) 2021. The patient was discharged from the hospital.